Event description:
A report was received that during the third suctioning with the closed suction system, the control valve came apart from the root of the view window. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.